Event description:
The customer reported that the system displayed poor image quality and had a broken handle on the monitor cart.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the broken handle and missing screws and caps. He performed a filament calibration and verified the kv tracking and dose out from the system along with the line pair resolution. All were within specs. The system works as intended.